Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump would not turn back on after battery change. Customer's blood glucose was unknown. The insulin pump will return.

Manufacturer narrative:
Findings: pump was received with blank display due to faulty. Unable to perform functional testings due to blank display. No cosmetic damage noted.